Event description:
It was reported that the doctor used 6.5 anchors for bi-lateral shoulders. In each instance the ends of the anchors allegedly snapped off. The end of the anchors that were fixated in the bone were secure enough that the doctor kept them in the pt and continued the surgery.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.